Manufacturer narrative:
The investigation confirmed that unexpected quality control results were obtained across multiple assays processed on a vitros 5600 system. The investigation was unable to determine a definitive cause. The investigation found no evidence to suggest an instrument or reagent related issue contributed to the event. No further occurrence of this issue has been reported since (B)(4) 2013. The root cause of the event is unknown.

Event description:
The customer obtained multiple, unexpected quality control results across multiple assays processed on a vitros 5600 system. Unexpected vitros ckmb quality control results (qc lot 1106180b = 2.067, 2.051, 2.448 vs. An expected result = 2.189 ng/ml) and vitros total bhcg ii quality control results (qc lot 40783 = 32.276 vs. An expected result= 508.353 miu/ml) were observed. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected on patient samples. It is unknown if patient samples were affected. However, there was no report of patient harm as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 1414885, 1414887 & 1414889 / ivd 274695.